Event description:
It was reported by the patient that there was a problem with their right ventricular (rv) lead. The patient states that "they turned it off and it's just pacing the top of my heart now." The rv lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2008; product ID 555453 implantable pacing lead, implanted: (B)(6) 1999. (B)(4).